Event description:
It was reported that the patient presented to the hospital for pulse generator implant procedure. After implanting the left ventricular lead, an impedance test was performed. High out of range lead impendence was observed. Programming changes were made. The patient was stable and would continue to be monitored.